Manufacturer narrative:
Initial.

Event description:
It was reported that the charging pad for an ilet pump intermittently failed to charge even after the pump initially beeped and indicated charging, leading the user to monitor the process more closely; blood glucose control was reportedly unaffected and no alerts or alarms occurred. Symptoms included no clinical effects. Outcomes included no impact on health and no need for medical intervention. Investigation included customer support troubleshooting and replacement of the charging pad via standard shipping. Investigation of this case revealed an intermittent charging performance issue associated with the external charger, consistent with a charger component or connection malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charging accessory.